Event description:
Report received of an underdelivery. The customer indicated that the event was a result of an error in programming the device. At an unspecified time, the primary nurse programmed the pump to deliver 7.6 million units of aldesleukin 250ml at an unspecified rate. Later, a second nurse reported that the drug was "only about two thirds gone." The reporter stated the therapy was discontinued and the remaining medication was discarded. Reportedly, several hours later, the next dose was given. It was unspecified if a replacement pump was used to resume therapy. There was no reported adverse patient effect. Though requested, no additional information was provided.